Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc did not boot up. Upon functional testing, the fse confirmed that the mains voltage was reaching the flexvision pc, but the unit itself showed no signs of life. The fse determined that the flexvision power supply had failed. The defective flexvision pc was returned for analysis, and it confirmed that due to power supply issue, the system did not boot up. To resolve the reported issue, the fse replaced the flexvision pc. After replacement of the flex vision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc did not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.